Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control has attempted to contact the customer to confirm the status of this device; however, no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it failed to pick up a clear rhythm through the defibrillation electrodes. As a result, the need for defibrillation therapy may not have been known and defibrillation therapy may have been delayed or unavailable. The customer had a separate ECG device connected to the patient and that device showed a shockable rhythm. The customer was able to deliver a manual shock to the patient. Physio-control has made multiple attempts to contact the customer to request additional information on the patient involved in the event; however, no response has been received from the customer. There were no reports of adverse effects to the patient as a result of the reported failure.